Event description:
Reportable based on device analysis completed on 21-nov-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 4.00mm x 15mm nc emerge balloon catheter was advanced for post-dilation. However, the device was unable to cross the lesion after several dilations attempt. The procedure was completed with another 4.00mm x 15mm nc emerge balloon catheter. No patient complications nor injuries were reported. However, returned device analysis revealed a shaft detached/separated. Device evaluated by manufacturer: the returned product consisted of a nc emerge balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. The hypotube is separated 26.7cm from the hub and appears to be kinked prior to separation. Microscopic examination revealed that the tip is damaged. There is contrast present in the inflation lumen and balloon. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.